Event description:
It was reported that the patient was hospitalized with worsening heart failure and had a ventricular assist device (vad) implanted. The left ventricular (lv) lead became dislodged with manipulation of the heart, which resulted in very high lv threshold and no capture. The lead was turned off. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.